Event description:
A report was received that the patient was having charging difficulties. The physician suspects that scar tissue may be the problem. The patient will undergo a revision.

Event description:
A report was received that the patient was having charging difficulties. The physician suspects that scar tissue may be the problem. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that patient's ipg was relocated and had 2 lead extensions implanted. Nothing was explanted and the patient is reportedly doing well following the procedure.